Event description:
Reprise iii study. It was reported that arrhythmia, complete heart block and hypotension occurred. Prior to the index procedure, heparin or other anticoagulant was given and the subject was not on a prior regimen of aspirin or other antiplatelets at the time of the procedure. The subject received loading doses of 300 mg of aspirin and 300 mg of clopidogrel. A lotus introducer was placed and then the aortic valve was treated with balloon aortic valvuloplasty (bav). During the deployment of the 27 mm lotus edge valve, the subject became hypotensive. Transient altered consciousness was noted as a result, however, subsequently improved. No action was taken to treat the event. Successful repositioning of the lotus edge valve involved partial re-sheathing in the delivery system catheter and deployment into a more accurate position within the aortic annulus, in accordance with the instructions for use. On the same day, post index procedure, the subject developed left bundle branch block (lbbb). Of note, no new conduction disturbance was noted post bav. A transvenous wire was left in place for rhythm management. One (1) day post index procedure, the subject developed 1st degree atrioventricular (av) block. No diagnostic test/procedures were performed, and no action was taken to treat the events. Three (3) days post index procedure, electrocardiogram records revealed lbbb with prolonged pr interval, very marked inferior and left-precordial repolarization disturbance secondary to lbbb. The subject was then diagnosed with complete heart block. A permanent pacemaker was recommended. The same day, an accolade permanent pacemaker was implanted. The lbbb was considered resolving. The 1st degree av block was considered not resolving. The complete heart clock was considered resolved.